Event description:
The customer reported that the column goes up, but not always going down. There are no reports of pt harm or injury.

Manufacturer narrative:
The ge service rep replaced the power supply. This MDR is related to ge healthcare.